Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 36 mg/dl. Customer consumed carbohydrates prior to going to the ER in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while in the ER, and was released from the ER 6 hours later with no permanent damage. A system check was performed by tandem technical support and determined that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.